Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the surgeon was performing surgery and she was having issue opening device. She took it out and she was not able to open the jaw anymore. There was no patient consequences.